Manufacturer narrative:
A device history record (DHR) review was not possible as the reported lot number provided a manufacturing date and expiry date however the serial number is necessary to review a DHR. Regrettably, we were unable to forward the returned sample to the supplier for a more robust investigation due to customs regulations. A product analysis is not able to be performed. A photo was provided however the supplier is unable to determine the root cause based solely on the photograph. All tubes are 100% tested and inspected; tubes could not be packaged if they fail at any stations. From the investigation, no abnormal display was found during the manufacturing process. There are no formal corrective/preventative actions being taken at this time.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports: the feeding port completely came out and the device the feed spilled out.